Event description:
Customer reports a diprivan infusion in the pacu restarted unexpectedly after a software change because the delay start feature on the data set defaulted to "after" instead of "before and after" like as it was previously. The nurses were expecting notification when the medication was to restart but it did not; the diprivan infusion started on its own on an extubated patient. The nurses were quick to notice it, and were able to stop the infusion shortly after it had started. Although requested, no further patient or event information was provided.

Manufacturer narrative:
Manufacturer's report date: june 25, 2014. (B)(4). No product return is expected. The delay feature is a programmable feature and no malfunction of the device is believed to have occurred. The root cause of the customer's experience was not identified.